Event description:
Subsequent to the initial medwatch report being filed, the following new case details were received: the proximal shaft of the delivery catheter separated while the device was inserted into the rotating hemostatic valve (rhv) although there was no resistance felt between the rhv and the implant device. No additional information was provided.

Event description:
It was reported that the shaft was found separated after opening the package. The device was not used. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.